Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, during a transcatheter aortic valve replacement procedure by transfemoral approach, as the physicians were attempting to insert the first 16fr esheath+ over the wire, the sheath began to bend with resistance at the proximal iliac area. The sheath ended up advancing through the iliac and into the abdominal aorta in the correct position. They then crossed the valve and inserted a stiffer wire. The sheath appeared to be straight with a slight bend through the iliac artery, but nothing out of the ordinary. As they were inserting the commander through the esheath, the physician began to feel some resistance. On fluoroscopy, it appeared that the commander was buckling at the nose of the valve frame inside the esheath at the portion of the right distal internal iliac artery. As the physician would apply forward pressure to advance the commander through the esheath, the system kept buckling. The fcs believes that it was due to not having enough back tension on the wire with the combination of tortuosity and calcium. It was decided to remove the system as whole. There was a longitudinal tear along the clear expandable portion of the sheath as well as a kink. They inserted a new 16 fr esheath+ and swapped out for a stiffer wire. They prepped a new system, and the valve went through with less resistance over the stiffer wire and slightly more back tension. There was no harm done to the patient and the patient was stable. Pre-decontamination observation noted leakage from the balloon was observed when removing the valve from the delivery system.

Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-03768 and 2015691-2024-03770. The returned device was visually evaluated, and the following was observed: compression was found on the distal region of the flex shaft. There were flex tip gouges on the distal end of the flex shaft. Functional testing was performed by engineering and the following was noted: during deployment of the valve, engineering observed liquid leaking from the balloon. After the device has been decontaminated, engineering found that the leak is from a pin hole on the crimp balloon region. Double-wall thickness measurements of the crimp balloon were taken, as an out of specification measurement could make the material more susceptible to damage (e.g. Puncture) and be indicative of a manufacturing non-conformance. Measured component was within specification. Customer provided 3mensio imagery and the following was observed: calcification and tortuosity were found on the patient anatomy. Side-view of the patient's anatomy shows tortuous access vessels. The complaints for flex shaft cracked/damaged and delivery system balloon leak were confirmed based on the evaluation of the returned device. A review of the device history record and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. Additionally, a review of instructions for use (IFU)/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. During device evaluation, engineering observed compression and flex tip gouges on the distal region of the flex shaft. In this case, the customer reported experiencing resistance when trying to insert the delivery system into the sheath. Per the IFU/training manual, "push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification." The 3mensio imagery provided by the customer confirmed the presence of calcification and tortuosity in the patient anatomy. These properties can create challenging pathway during delivery system insertion through the sheath and lead to resistance and high push force. It is possible that the excessive manipulation of the delivery system during difficult advancement attempt to overcome the observed resistance may have resulted to the flex shaft damaged reported. Additionally, bent struts were also observed on the returned valve which likely caused the flex tip gouges observed during the device evaluation. As such, available information suggests that procedural factors (high push force) may have contributed to the reported flex shaft damage. During device evaluation, engineering reported that "leakage from the balloon was observed when removing the valve from the delivery system". After the device has been decontaminated, the leak was found to have originated from a pin hole in the crimp balloon region. As the customer reported experiencing resistance during advancement and the "commander was buckling", it is likely that the crimped valve interacted with the delivery system. This interaction may have resulted in the valve frame puncturing the balloon and leading to the reported leakage. As such, available information suggests that procedural factors (device manipulation, valve apices interact with crimp balloon) may have contributed to the reported delivery system balloon leak. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.